Event description:
Stick from swab broke during oral care of terminal resident. No respiratory distress resulted. Resident died. The director of nursing stated that there was no information to suggest that the broken stick caused or contributed to the death.

Manufacturer narrative:
Oral care was provided to a male resident. The resident was terminal and was being provided with comfort measures. He was on roxanol. He had a good amount of thick oral secretions and was suctioned occasionally. The dentip oral swab was used to perform oral care and to remove the thick secretions. During the oral care the swab stick apparently broke near the sponge. The staff did not find the sponge. It was reported the resident's breathing was fine, color was good and he exhibited no signs of respiratory distress. The nurse left the room and came back a minute later to find him unresponsive, not breathing and no pulse. He was not gasping for air or choking. The don stated the cause of death was inconclusive and they could not state that the swab had any role in causing or contributing to the death. The resident was a dnr (do not resuscitate) and when ems arrived, they did not attempt CPR or any medical intervention. It was reported that the resident died prior to their arrival. At this time, there is no information to suggest the swab stick caused or contributed to this event but this medwatch is being submitted due to the fact a resident's death was reported. Add'l lot number is 120307.